Event description:
Event description guidant received information that a lead revision procedure will be performed in one day due to low amplitude r waves, 1.0 mv and the lead was oversensing myopotentials. Reprogramming the device did not help.